Event description:
It was initially reported by an intuitive surgical, inc. (Isi) endoluminal sales representative that after an ion endoluminal lung biopsy procedure, it was discovered that the patient had a pneumothorax. It was reported that the physician believes that an ion system, and/or instrument caused/contributed to the reported injury. The patient reportedly had a chest tube inserted and was hospitalized overnight. The patient's was reported to be in stable condition. On 10-sept-2021, the physician provided additional information about the complaint. The pneumothorax was identified intra-operatively at the end of the procedure with fluoroscopy. A 14 french pigtail catheter was placed under fluoroscopy guidance while the patient was under anesthesia from the ion procedure. The physician reported that he believed the pneumothorax would have likely occurred via another biopsy modality due to the location of the target nodule. The physician said there was a ¿high risk of pneumothorax via robotic or percutaneous biopsy.¿ the physician reported that they do not think an ion product malfunction occurred. The pneumothorax was reportedly moderate in size. It was unknown if the pneumothorax grew in size over time. The patient experienced pain at the site of the chest tube but was never considered medically unstable. The physician reported that the chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 48 hours. The physician reported that the rose (rapid on-site evaluation) samples obtained during the ion procedure were non-diagnostic, so the physician elected to perform a percutaneous biopsy the day after the ion procedure. A chest x-ray showed complete lung re-expansion and the patient was discharged home with minor pain at the chest tube insertion site.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. This event is being reported due to the following conclusion: the patient reportedly required a chest tube to assist in their recovery from the pneumothorax and was subsequently hospitalized for two days.